Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they return un-repaired - broken bezel harness wire. Broken door latch. Broken ail sensor chips. Broken bottom rear case. Replaced door assy with keypad. Lvp lifted keypad recall completed. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 05jun2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.